Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received: two opened smartsite infusion set ref#10013361 four new smartsite infusion set ref#2420-0007 four new spinning spiros ch2000s-pc lot# 3269216 two new c-clip-10 lot# 3377142. Two new ch2000s-pc spinning spiros lot# 3392560. One opened spinning spiros lot# unknown one opened c-clip lot# unknown. One used exactamix 250ml IV bag one used bag spike adapter with side port clave, lot# unknown one used carefusion admin pump set one used c-clip lot# unknown one used spinning spiros lot# unknown. Connection: exactamix IV bag --> bag spike adapter --> pump set --> c-clip --> spinning spiros. The setup was flushed and no leaks were observed. Final analysis summary: the complaint of carefusion male spin luers disconnecting from spinning spiros was unable to be confirmed. When used samples were pressure leak tested there was no leakage or disconnect during use. When the new carefusion male spin luers were connected to the new spinning spiros assemblies, and the carefusion male spin luers secured using the carefusion male spin luer securement feature, the connection between the carefusion male spin luer and spinning spiros female luer was not prone to disconnect during use. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding the leakage of three spiros at the connection to the alaris large volume sets. Chemo leakage reported but no adverse patient consequences reported.